Manufacturer narrative:
The event of high impedance on the lead was reported to abbott. No intervention planned at this time. No devices were returned for evaluation. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, the device was in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determine.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient has high impedances on their lead contacts. As a result, the patient lost effective therapy. Surgical intervention is planned to address the issue.